Event description:
Hospital reports acetabular liner's constraining ring was not present when unit box was opened for surgery. Surgeon implanted liner without a constraining ring and the device appeared to function properly during intra-operative examination. Sales rep contacted jjpi on 2/19/98 to repotrt liner had disassociated from the femoral head. A second surgery is to be scheduled to add a constraining ring to the implanted liner.